Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels while wearing the pod between 36 and 48 hours on the arm. Symptoms reported include feeling dizzy. Headache, fast heart beat and trouble moving. At the hospital they hey ran a series of test to check his heart and a EKG was performed. The patient was released the same day the pod was discarded.